Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose of 487 mg/dl with large ketones, nausea and vomiting associated with a leaking cartridge. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that the luer lock was snapped on, but not twisted on; therefore, insulin leaked out due to the cartridge not being used per its instructions for use. Cts walked the user through securing the cartridge to the infusion set and the luer lock issue was resolved. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.